Event description:
Oily reservoir.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 20, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H4 (device manufacture date). H6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The affected sample was not returned for evaluation; therefore, a thorough investigation could not be performed. A picture was provided; however, the reported oily substance could not be confirmed through the photo. A representative retention sample was inspected for any oily substance on the device, no anomalies were noted. Without a returned device, a thorough investigation could not be performed, and a definitive root cause could not be determined. All capiox units are 100% visually inspected at several points in the production and packaging processes. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 934- reservoir. Health effect ¿ impact code: 2645- no patient involvement. Health effect ¿ clinical code: 4582- no clinical signs, symptoms or conditions. Medical device problem code: 2944- device contamination with chemical or other material. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during set up, the reservoir was oily. As per the subsidiary, they noticed the reservoir was very oily that the level sensor cannot stick. They used a second level sensor pad, but still did not stick. They decided to use bandage to stick the level sensor pad, and the procedure ended without any delays. No patient involvement. The product was not changed out. Procedure was completed successfully.